Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.

Event description:
It was reported that an alert for a long charge timeout was noted through merlin.net transmission. The alert came from a scheduled capacitor maintenance. It was recommended to bring the patient in clinic for further assessment and perform capacitor maintenance manually. No further information is available at this time.

Event description:
New information states that upon interrogation the rep performed a manual capacitor maintenance which also timed out, there were no incidences of timeout occurring during an actual vt therapy, just during capacitor maintenances. Due to the multiple capacitor maintenance timeouts, the device was explanted. The patient was stable before, during, and after the device interrogation.